Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) despite completing a full supply change. Freestyle fsl3+ continuous glucose monitor (cgm) sensor showed ¿high¿ and a blood glucose meter (bgm) reading was 500 mg/dl. The ilet report confirmed correction doses were being delivered before the supply change. The user stated taking 8¿10 units of insulin while still connected to the ilet. The agent advised disconnecting tubing to avoid double dosing and explained that 90 minutes were needed for bg to respond. A follow-up call showed bg down to 219 mg/dl and trending lower, at which point the user reconnected their tubing. The user expressed relief and declined further follow-up. The user's highest blood glucose (bg) recorded was 500 mg/dl. Bg was corrected with multiple daily injection (mdi). No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.